Event description:
It was reported that the colonovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results are still pending. The investigation is ongoing and follow up with the customer is currently being performed. After culture testing, the device will be evaluated. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the lms final investigation. The lm reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. The user provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024. Sampling from: all channels. Cfu: >80cfu/endoscope. Bacterial identification: klebsiella pneumoniae. Sampling date: (B)(6) 2024. Sampling from: all channels. Cfu: >80cfu/endoscope. Bacterial identification: stenotrophomonas maltophilia. The subject device was sent for microbiological testing prior to receiving the device for inspection and testing. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024. Sampling from: all channels. Cfu: 1cfu/endoscope. Bacterial identification: enterococcus faecium. Sampling date: (B)(6) 2024. Sampling from: suction ch . Cfu: 21cfu/endoscope. Bacterial identification: enterococcus faecium. Sampling from: a/w-ch. Cfu: 1cfu/endoscope. Bacterial identification: micrococcaceae. Sampling from: biopsy ch·auxiliary water ch . Cfu: <1cfu/endoscope. Bacterial identification: n/a. The following were result of the culture test, performed at the third-party labs after repair of the device. Sampling date: (B)(6) 2024. Cfu: 1cfu/endoscope. Sampling from: auxiliary water ch . Bacterial identification: bacillaceae. Sampling from: biopsy ch·suction ch·a/w-ch . Cfu: <1cfu/endoscope. Bacterial identification: n/a. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Growth of microorganisms were reported through culture testing by the user after reprocessing. Growth of microorganisms were also found through culture testing by olympus before repair. However, when olympus culture tested after repair and reprocessing, the results conformed to the regulation's recommendation. The device was evaluated where no abnormalities were found that could have led to the positive culture. Olympus will continue to monitor complaints for this device.